Event description:
Customer reportedly received results of 252 mg/dl on the advantage system and 115 mg/dl on professional's meter within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.